Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic experiencing ventricular tachycardia. Upon interrogation, the implantable cardioverter defibrillator exhibited diagnostics anomaly. High voltage impedance measurement could not be obtained. No intervention was performed. The patient was stable and will continue to be monitored.